Event description:
It was reported that a patient's vns generator was flipping. Follow-up from the physician provided that she could not confirm that the device was flipping. The patient insisted that it was and that something be done. Surgery to re-secure the generator occurred. Operative notes were received providing that the reason for the surgery was for re-suturing of the generator because the patient repeatedly states that her vagus nerve generator was flipping on its side during her sleep, causing her discomfort. During the surgery it was noted the silk suture which had been used to suture the device was still in place. The device was re-sutured with 2 separate silk sutures into the muscle. Additional relevant information has not been received to-date.